Event description:
It was reported that the patient experienced halos and glare, along with suboptimal vision quality, following surgery in (B)(6) 2023. In (B)(6) 2024, lasik was performed on the left eye (os) to correct residual refractive error. However, the initial issues¿halos, glare, and suboptimal visual acuity (va)¿persisted. A plan for lens explantation or exchange is currently under consideration. Follow-up revealed that lasik was performed on the left eye (os) on (B)(6) 2024, with the aim of correcting residual astigmatism present after intraocular lens (iol) implantation. A yag laser capsulotomy had been performed on the left eye in (B)(6) 2024, but no improvement was observed. The higher residual astigmatism was identified as the reason for the subsequent lasik procedure in (B)(6) 2024. Initially, halos and glare were significantly more pronounced in the left eye (os). After lasik, these issues became slightly less noticeable, with a reduction in the presence of rings during the day, though they remained persistent during night driving. Lasik was not performed on the right eye (od). The patient described the vision in the left eye (os) as much better following lasik. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted, therefore not explanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.